Event description:
The customer reported that the system would not boot up. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos pcb and hard disk drive were evaluated and replaced. The related system software was also reloaded. The system was tested and found to be working as intended and returned to service.